Manufacturer narrative:
Product complaint #(B)(4). Complaint conclusion: as reported by the field, during an endovascular embolization, an enterprise 2 4 mm x 23 mm intracranial stent (encr402312, 8799359) became impeded proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31309392) and was released automatically. Therefore, it could not advance any more. The physician removed this stent and microcatheter (mc) from the patient and switched to a second microcatheter and a second stent, an enterprise2 4mmx30mm (encr403012, 8779789). But the second stent was still impeded in proximal of the second microcatheter and was release automatically as well. The doctor only retracted the stent and changed a new stent to complete the surgery. The second microcatheter was not replaced. The surgery was prolonged about 20 minutes. There was no patient injury reported. Additional event information received on 19-sep-2024 indicated that they were not able to torque the devices. The 20 minutes procedural delay was not clinically significant. The microcatheter kinked/bent. Treatment was for a ruptured right internal carotid artery posterior communicating artery aneurysm with arachnoid hemorrhage. Neck size 4.78 mm, tumor width 6.12 mm, tumor height 4.54 mm. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and multiple curved/bent conditions were noted along the entire length of the microcatheter. No other damages were noted. The presence of hydrophilic coating was confirmed. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The microcatheter was flushed using a lab-sample syringe, then a lab-sample guidewire was introduced into the received microcatheter and was able to be advanced through the entire length of the microcatheter without noticeable resistance. A manufacturing record evaluation was performed for the finished device 31309392 number, and no non-conformances related to the malfunction were identified. The lab sample guide wire was able to pass through the entire length of the guide catheter without significant resistance. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. However, the issue reported regarding the microcatheter being kinked/bent was confirmed based on the compressed/bent conditions of the shaft of the microcatheter. According to the risk documentation a microcatheter being damaged or kinked during use is a potential issue that can occur due to device handling during the procedure. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional event information received on 19-sep-2024 indicated that they were not able to torque the devices. The 20 minutes procedural delay was not clinically significant. The microcatheter kinked/bent. Treatment was for a ruptured right internal carotid artery posterior communicating artery aneurysm with arachnoid hemorrhage. Neck size 4.78 mm, tumor width 6.12 mm, tumor height 4.54 mm. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #(B)(4). Product complaint #(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1: initial reporter phone: (B)(6). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization, an enterprise2 4mmx23mm intracranial stent (encr402312, 8799359) became impeded proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31309392) and was released automatically. Therefore, it could not advance any more. The physician removed this stent and microcatheter (mc) from the patient and switched to a second microcatheter and a second stent, an enterprise2 4mmx30mm (encr403012, 8779789). But the second stent was still impeded in proximal of the second microcatheter and was release automatically as well. The doctor only retracted the stent and changed a new stent to complete the surgery. The second microcatheter was not replaced. The surgery was prolonged about 20 minutes. There was no patient injury reported.